Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced stoma inflammation and pain of the stoma area with yellow discharge. On (B)(6) 2024, she went to the emergency room and was diagnosed with cellulitis and was prescribed vibramycin 100 mg for 10 days.